Event description:
A micro-driver rx coronary stent system, length 18mm, diameter 2.75mm was used to treat a lesion with 80% stenosis and moderate calcification in a pt's circumflex. It was reported that the stent slipped off the balloon during the procedure. The lesion was pre-dilated once with a balloon 15mm length, 2.5mm diameter. It was confirmed that the device was not inspected before use. No resistance was encountered during the procedure. It was reported the stent and the balloon were retrieved from the pt together. The pt was reported to be stable post procedure and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. Procedural images were not available for review. Blood residue as evident on the balloon and distal tip of the returned device. The hypotube of the returned device was severely kinked 19cm and 21cm distal to the strain relief, and it broke in two during the evaluation. Crimp/brake impressions were clearly evident on the un-inflated balloon. The stent was returned off the balloon. It is unk if the stent dislodged from the balloon during the procedure or post procedure. The stent was severely stretched and deformed.

Manufacturer narrative:
(B)(4): evaluation results: (80% stenosis, moderate calcification); (device not inspected before use); (dislodgement). Conclusions: (80% stenosis, moderate calcification).